Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ftis 2.25/12mm had lint in the inner pouch. This issue was identified during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Unaided eye inspection was performed through the double pouch configuration which identified a fiber-like object below the flo-thru shaft and located above the identification sticker on the clear side of the pouch. The object was free moving inside the pouch and determined to be a piece of trimmed hair. The reported condition was verified; however, the particulate size met manufacturing specifications. The cause of the condition could not be determined; however, the event was most likely due to inadvertent introduction of the particulate during the sealing process. The device was sterile as each pouched device underwent sterilization. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.